Manufacturer narrative:
The customer¿s report of contamination due to plastic matter in packaging was confirmed. Visual inspection of the set noted a piece of transparent plastic inside the sealed packaging. There were no other anomalies observed. The root cause is that a member of the clean room staff did not correctly follow the clean room procedures due to human error.

Event description:
The reported feedback suggests that there is a contamination.

Manufacturer narrative:
The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is mz1000-07. The 510k number provided is for the domestic similar product. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The reported feedback suggests that there is a piece of foreign contaminant (transparent plastic) inside the sealed packaging.